Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers and bibliography reference. This section provide narrative/data (h10) was updated. This report is 2 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-01395, 2015691-2024-01400, and 20215691-2024-01401. Bibliography: nikolayevska, olga, et al. 'Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses.' Clinical research in cardiology 113.1 (2024): 18-28.

Manufacturer narrative:
The valve remains implanted in the patient. The type of thv valve is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p140031 per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided in the article. However, it may be due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. H3 other text : the valve remains implanted in the patient.

Event description:
As reported, a single-center retrospective study was published in a european journal article, 'comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses'. The study was designed as a single-center, retrospective analysis of patients with degenerated surgical aortic valve (sav), who received a valve-in-valve (viv) from 2008 to 2018 a total of 112 patients underwent a viv tavi. The aim of this study was to assess comparative outcomes between the most frequently used thv types and their implications for clinical practice. During the first 2 years of the study only sapien thv were implanted. This complaint is for two patients with an unknown edwards sapien valve implanted in the aortic position required a permanent pacemaker implantation after valve-in-valve (viv) transcatheter aortic valve implantation (tavi) for an unknown conduction disorder.